Event description:
The patient began experiencing symptoms of disorientation and dysphasia. The patient was admitted to a local hospital where the patient became hypotensive and short of breath. The patient was intubated, placed on a ventilator, and given intravenous medications for control of blood pressure. The patient was then transferred by helicopter to another hospital for further evaluation. Upon admission, the patient's bjork-shiley 60 degree convexo-concave mitral heart valve was "found to be nonfunctioning along with severe mitral regurgitation causing massive pulmonary edema and respiratory distress". An intra-aortic balloon pump was inserted in the patient. According to the medical records, the patient's medical condition stabilized for a short time and then rapidly deteriorated until the patient subsequently died. The death certificate listed the cause of death as "hypotensive secondary to artificial mitral valve failure; cardiogenic shock; refractory pulmonary edema; and fracture of the bjork-shiley valve".